Event description:
This rv lead was implanted on (B)(6) 2005 and was capped and replaced on (B)(6) 2009 due to lead fractured. The rate/sense portion of the lead was capped. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 noted rv pacing inhibition for 3.5 seconds due to noise. The last in clinic visit was 2 years ago and unknown if pacing inhibition caused symptoms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).